Manufacturer narrative:
Stenosis, angina and ischemia, as listed in the xience v IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Stenosis, angina, ischemia and hospitalization are listed in the no fault risk assessment as no fault complications. There was no report of any product malfunction at the time of the stent implant and the procedure was completed successfully. It is possible that the angina is a secondary effect of the ischemia which required medication for treatment and hospitalization.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent stenting of the pre-dilated mid lad with a xience v stent. In 2009, the patient experienced increasing frequency of chest pain. The patient was hospitalized one week later with unstable angina. Diagnostic coronary angiography revealed critical three-vessel coronary artery disease involving the mid lad, circumflex and right coronary, all 100% occluded stenosis. A functional ischemia study was positive. Treatment at that time was pci to a non-target lesion and aggressive medical treatment. The patient was discharged six days later. Four months later, the patient experienced increasing frequency of angina, unrelieved with sl ntg. The patient was admitted to the hospital the following day. A persantine stress test revealed anterior apical ischemia. The patient is no longer a candidate for pci; therefore, was treated with aggressive medical treatment only. Additionally, the patient chose not to have a follow-up cardiac catheterization due to a history of chronic kidney dysfunction. The event resolved the next week, and the patient was discharged. There is no additional information available.